Event description:
Family member of home patient (hp) reports hp was connected to device before pt should have been, during prime. Family member reports baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per family member of hp.